Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. In addition, it was noted that there was no device battery door with the pump. Service recommended replacing the expulsor as a precaution. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 failed the volume test (21.26, 21.24). Also reported missing door. Event occurred during testing and no patient involvement.